Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent unspecified cartridge alarms occurred during the load sequence. Although requested, customer did not provide additional information. There was no reported adverse impact to the customer's blood glucose level.